Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the stimulation was auto-reducing and the patient no longer had coverage. The sjm representative met with the patient for reprogramming and determined all contacts on one lead had invalid impedances. The patient received some stimulation using only a few contacts. The patient reported the stimulation was uncomfortable since it was in the left belly. X-rays were taken which revealed the left lead had migrated and the right lead was fractured. The physician planned to undertake surgical intervention at a future date to address the issue.